Event description:
It was reported that the camera head displayed no image. The reported malfunction occurred during preparation for an unspecified procedure that was completed using a similar device. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the reported display image was caused by a faulty charged coupling device. The device was also found to have kinks and a cut on the cable. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "warning ¿ if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation." Page 8. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.